Manufacturer narrative:
(B)(4). Insulin pump powered up after battery installation. The display was very dim due to the backlight not lighting the screen properly, fault isolated to electrical board.

Event description:
Information received by medtronic indicated that the backlight on the screen of insulin pump was extremely dim. The customer performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.